Manufacturer narrative:
(B)(4). A device history review was performed finding no exceptions, nonconformances, or rework during manufacturing. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with "an error code beginning with 8". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter new zealand for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of "an error code beginning with 8". The reported condition was determined to be an 810:04 failure code. The root cause was determined to be an out of calibration air in line printed circuit board. The phm tubing channel was cleaned and the air in line printed circuit board was recalibrated to repair the reported condition. A service history review revealed that this device was previously serviced once for routine service and a presales check. A follow-up report will be submitted if additional information becomes available.